Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of the black box data found that the pump was running on default time/date for 11 days until the time/date was reset 5 days before the complaint date. Two power interruptions were recorded on the complaint date. Delivery was resumed about 3 hours later on the first occurrence while on the second power interruption delivery was resumed two weeks later. The total daily delivery added up correctly and reflects the user¿s programmed basal rate. Using the returned caps, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. The pump¿s delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. A normal bolus was delivered and recorded correctly. Unrelated to the complaint, battery compartment crack was found on the side running from the threads to the case seal. The bolus button cover was missing from the pump and the audio bolus button function was unable to be tested. In addition, a missing pixel line was found on the display screen when upon powered up. A clear and functional display was restored when the pump display was replaced with a test display screen. (B)(4)

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 01/12/2016, the reporter contacted animas alleging an inaccurate delivery issue with the pump. The patient reportedly experienced a blood glucose (bg) value of 32mg/dl with confusion, severe dizziness and cognitive impairment. The patient reportedly discontinued insulin pump therapy and was treated at the emergency room. It was noted that the patient was taking 1500 mg of metformin while using the pump. The health care provider reportedly did not adjust pump settings. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy.